Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable pump it was reported that the rep is in the or ((B)(6) 2021) assisting with a new pump and catheter implant. Caller states they aspirated 38ml of sterile water from the pump without difficulty and then attempted to refill the pump with drug and were not able to refill to the full 40 ml it got to 38ml and stopped. Caller states they then attempted to aspirate the contents of the drug from the reservoir and are unable to aspirate any fluid. Discussed opm activation and how to unlock that. Caller states she has no time and the doctor is now wanting to use a different pump.